Manufacturer narrative:
Analysis of the device image obtained from the pacemaker noted the device was in backup mode due to por (power on reset), which resulted in code corruption. The battery voltage was normal and above eri (elective replacement indicator). Mechanical testing revealed normal device characteristics. After downloading product code, electrical testing revealed normal device characteristics, the por did not reoccur during the entire analysis. The reported event of backup operation was confirmed; however, the root cause of the por occurrence could not be determined.

Event description:
Prior to the implant procedure, it was noted that the device went into backup mode. The device was not implanted and a new device was implanted. The patient was stable with no adverse consequences reported.